Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited oversensing on the atrial channel. After contacting technical services, it was determined to be far-field r wave oversensing. Programming changes were made. There were no patient consequences.